Event description:
A customer's display in their dex system was missing segments. In particular the "tens and units digits" are missing portions. A request has been made to return the system for evaluation. In the meantime a replacement unit was provided.